Event description:
It was reported that the tip of the instrument was broken off inside a domino connector, during the tightening phase of a surgical procedure. The broken tip was retrieved from the pt. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the markings on the instrument show that the driver broke due to over-torquing, during the tightening phase. Hardness was checked twice, which revealed 41.3 and 41.5 with the normal results as 48-52.